Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not receiving any insulin. The customer stated that, upon changing the infusion set, she saw that the needle was bent. The customer stated that she was sick with the flu at the time of the call and was unsure if this was the cause of her high blood glucose. The customer's blood glucose was over 600 mg/dl. Troubleshooting was done. The customer expressed being sick, tired, throwing up and a fever as symptoms related to her high blood glucose. The customer treated herself with insulin pump therapy. The customer explained that her doctor had changed the settings on her insulin pump to help lower her blood glucose. Advised customer to call back to perform the high pressure test after receiving the appropriate materials to do so. Nothing further reported.